Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. No details of the issue were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 01/13/2016. Review of the black box data and download history revealed records of power on reset dated (B)(6) 2015 and (B)(6) 2015. On investigation, the battery cap and battery compartment were intact and without damage. The battery cap was evaluated and determined to have measurements within the required specifications. The battery cap secured to the pump properly and maintained electrical connection. The cap was unscrewed ½ turn without the pump rebooting. The pump was exercised for 24 hours without interruption in power. The pump was opened for inspection and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.